Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 3 for (B)(4). It was reported by the customer in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that two plates on the omnispan meniscal repair system/12 degree device were deployed at the same time at the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual inspection revealed, that only the needle and a part of the suture have been returned. It could be observed, that the implants were no longer attached to the needle. Also, it could be detected. The suture was found broken with frayed condition. Finally, no structural anomalies were found. A manufacturing record evaluation was performed, for the finished device lot number: 8l75622, and no nonconformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, we cannot discern a definitive root cause for the reported failure and considering that the omnispan gun is used for this procedure. This complaint cannot be confirmed. The double deployment failure results when loading rod (red trigger) is being pressed accidentally before pressing the deployment rod (grey trigger). Another possible root cause could be the main pusher rod is bent upwards. It can deploy both implants at the same time. This bend in pusher rod is typical of aggressively removing the needle. As per IFU, at desired depth, squeeze the deployment lever (dark gray) while maintaining depth positioning to deliver the first implant. There may be a slight pushback on the deployment gun, while the implant goes through the tissue. Also, it is necessary to follow the instructions to assemble the needle to deployment gun. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.